Event description:
Healthcare professional later reported that the event of rupture affected the contralateral side and there is no complaint against the right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device was explanted.

Event description:
Healthcare professional later reported that the event of rupture affected the contralateral side and there is no complaint against the right device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29jul2024. Additional, changed, and/or corrected data: b1; b2; h1;